Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a connection failure, image distortion, and poor contact at the video connector socket were observed during reprocessing involving an olympus video system center. There was no patient involvement reported.